Event description:
Approximately one week post index procedure, the patient suffered a stent thrombosis - target vessel infarction without angiographic confirmation of stent thrombosis or other indentified culprit lesion. Associated clinical symptom was angina. The investigator indicated that the reported events were possibly related to the study device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) results: (death).

Event description:
It was confirmed that the cause of death was due to hypertension, heart failure and malignant arrhythmia. The investigator has indicated that the death event is unlikely to be related to the study device.

Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the proximal circumflex and one endeavor sprint rx drug-eluting stent implanted to the ramus intermedius segment. Approximately one week post index procedure, patient death occurred. Cause of death cardiac due to irregular heartbeat. It is unknown whether the reported event was related to the study device/procedure. (Ref MFR # 9612164201101099).